Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited noise that was oversensed leading to extended pauses. The patient presented for lead revision procedure. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the event.